Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported that the one infusion set was fell off during use and infusion set is use for less than 48 hours. No further information available.